Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced a posterior capsule rupture in the operating room (or) during the surgical procedure to remove the cataract. Additionally, it was reported that the surgeon performed a pars plana vitrectomy. No additional complications and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operation room surgical video were not available for analysis .from the analysis of the system database and the system oct recording it was determined that there were no system anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. The surgeon conveyed that he was having a difficult time in removing cortex from the capsule when the capsule ruptured. Several requests have been made of the surgeon to provide additional information regarding the posterior capsule rupture, but no response has been received back. The catalys system performed as design; however, the causes of the posterior capsule rupture is unknown.